Manufacturer narrative:
The customer¿s report of a male luer break was confirmed. Visual inspection showed that the male luer tip of the primary set was broken off and lodged into one of the ports of the stopcock. Inspection under magnification showed stress marks at the break site. No tool marks were observed. Due to the damage, functional testing could not be performed. The cause of the leak is the male luer tip being broken off into the stopcock. The root cause of the break could not be determined.

Event description:
The customer reported that when attaching the tubing to the 3-way stopcock connector, the male luer broke and fluid leaked while fentanyl, levophed, precedex, propofol, and ns were infusing. Because of the leak, the patient did not receive the levophed. The bp dropped and the pulse could not be palpated, which required approximately 2 minutes of CPR and one dose of epinephrine. The assistant nurse manager stated, "I do not think this was an issue with the tubing but a result of mechanical pressure that resulted in the breaking of the male end off in the 3 way stopcock." There was no lasting harm.